Manufacturer narrative:
It was reported that right hip revision surgery was performed due to metallosis and elevated test result. During revision the bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. All documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. This (B)(6) year old male underwent a left bhr revision ~ 10 years post implantation due to reported progressive disabling pain, which has failed to achieve satisfactory pain relief and function with nonoperative management. The surgical revision report indicates the patient requested a tha revision in hopes of achieving pain relief and improved function. The report additionally indicates the joint fluid was clear, with no obvious metallosis. Neither supporting intra-op findings/images nor pathology/lab results were provided. No further clinically relevant supporting documentation was provided for inclusion in this medical investigation. The clinical symptoms of the reported pain cannot be linked to the reported complaint of ¿metallosis and elevated levels and cobalt and chromium¿ as the revision report noted ¿no obvious metallosis¿ and there were no reported gross findings consistent with metallosis reported. There was also no noted elevated metal ions or levels to support the claim. The source of the patient¿s reported pain cannot be determined. The future impact to the patient beyond the revision cannot be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to metallosis and elevated levels and cobalt and chromium.

Manufacturer narrative:
(B)(4).